Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/12/2024 h6 component code: g07002 no device problem found additional information: d9, h3, h6 h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that it was received one unopened sample that pertained to product code w9975. In order to evaluate the condition of the returned sample, the packet was opened. The swage and attachment area were noted as expected. The tip and body of the needle were examined under magnification and no anomalies or issues related to needle breakage were found. In addition, the sample were tested by resistance test to needle and met the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: were there any unexpected outcomes or complications as a result of the prolonged surgery time? The prolonged surgery time caused a slight increase in total blood loss, which, however, stayed within 500 ml, thus in the normal ranges. What was done to retrieve the needle piece? The needle fragment was retrieved through the use of anatomic forceps after inspection and palpation of the involved tissues. Was there any additional tissue damage as a result of searching for the needle piece? No additional tissue was damaged. Was additional dissection required in other organs/tissues other than the target tissue? No additional dissection was required. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2023 and suture was used. The needle broke while performing the suture. The needle fragment was retrieved through the use of anatomic forceps after inspection and palpation of the involved tissues. No additional dissection was required and no additional tissue was damaged. The surgery was delayed, but successfully completed. There were no adverse patient consequences. Additional information was requested.